Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00665. This report is being submitted as additional information. Device unique identifier- (B)(4). Approximate age of device- 2 years and 9 months. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline cut at the pump housing, with a severed distal portion measuring approximately 39¿. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Additionally, the investigation confirmed the report of silicone jacket damage. Visual inspection revealed some breakdown of the braided shield approximately 2¿- 4¿ from the pump housing. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the black and brown wires approximately 2.5" from the pump housing. The insulation breach in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. Further examination of the remaining wires revealed no additional wire breaches. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The breach in the wires could have caused the reported driveline fault alarms. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic on (B)(6) 2018 with a driveline fault alarm that began at approximately 18:30 the day prior. The patient was reported to be asymptomatic. Device interrogation showed no other abnormal alarms or pump parameters; however, it was observed that the white jacket on a segment of the patient¿s driveline where rescue tape had been applied previously, had broken in half completely and the wires were exposed underneath. A distinct area where the metal braiding was broken down was visible. The customer applied rescue tape to the damaged sections of the driveline and the patient¿s system controller was exchanged. The manufacturer's technical service representative reviewed the submitted log files for the two system controllers that had been in use and indicated that the driveline fault events appeared to be due to issues with the driveline as the two system controller log files showed a similar trend with the log file driveline data. The driveline fault events did not interfere with pump operation. X-ray images submitted for review showed some shield separation near a previous clam shell repair. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed per the customer¿s request. On (B)(6) 2018, during a follow-up clinic visit for assessment following the driveline repair, device interrogation revealed additional driveline fault alarms after the repair. Log file analysis completed by the manufacturer¿s technical services representative revealed 21 driveline fault alarms taking place from (B)(6) 2018 through (B)(6) 2018. The customer planned to continue to monitor the patient¿s driveline for further degradation. No additional information was provided.